Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. There was no reported impact to the customer's blood glucose. Reportedly, the customer continues therapy with the current pump until replacement arrives.